Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to out-of-range pacing impedance measurements of greater than 2,000 ohms. During the revision, blood was observed in the lead and in the device header. The non-boston scientific device remained implanted with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not able to be returned so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.